Manufacturer narrative:
The device was returned for evaluation; however, the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
The device was returned for evaluation.

Manufacturer narrative:
As reported, the indicator window of a 6f exoseal vascular closure device (vcd) did not turn black. There was no reported patient injury. The intended procedure was for an aneurysm, and hemostasis was achieved through manual compression. A retrograde approach was used. There were no visible signs of device or package damage prior to use. The suitability of the femoral artery was confirmed by angiography, including insertion angle (30¿45 degrees), and the vessel diameter was verified to be equal to or greater than 5 mm. No calcium, plaque, stent, or significant stenosis (>50%) was present near the puncture site. The site had not been closed with any closure device or manual compression in the 30 days prior, and there was no evidence of hematoma, arteriovenous fistula, or pseudoaneurysm. There was no difficulty connecting the vascular sheath introducer with the exoseal vascular closure device (vcd). The exoseal vcd and the vascular sheath introducer were retracted together until pulsatile flow significantly slowed or stopped from the bleed-back indicator and until the indicator window turned solid black (clarification attempted but not obtained). The indicator wire cowling locked against the handle assembly with an audible click. Pulsatile flow was observed, and the physician did not have their thumb on the plug deployment button during retraction. No red color was observed in the indicator window. Upon removal, the indicator wire loop was deployed and showed no anomalies. One non-sterile exoseal vascular closure device 6f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received depressed, with the guard locked. The plug was not received for this evaluation, and the indicator wire was found retracted. A 6f non-cordis catheter sheath introducer (csi) was returned inserted on the received unit. Finally, it was observed that the indicator window was received in the black/white/red position. During this visual analysis no additional anomalies were observed to be reported. The functional deployment simulation evaluation could not be performed, as the device was received fully deployed. A high magnification microscopic evaluation was executed to evaluate the internal mechanism. During this analysis, no abnormal conditions were observed to be reported. The reported event of ¿indicator window no change to indicator¿ was not observed during analysis of the returned device, as the window was received in full transition and the device was fully deployed. The exact cause of the reported condition could not be conclusively determined because the condition of the returned device did not match the initially reported event, having been received with the window in black/white/red position. Additionally, clarification was attempted to be obtained from the customer as it was later reported that the indicator window turned solid black. Based on the conflicting information available for review and product analysis, unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿during retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device.¿ neither the product analysis, nor the limited information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. However, an investigation has been initiated to further investigate similar complaints reported.

Manufacturer narrative:
The device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the indicator window of a 6f exoseal vascular closure device (vcd) did not turn black. There was no reported patient injury. The intended procedure was for an aneurysm, and hemostasis was achieved through manual compression. A retrograde approach was used. There were no visible signs of device or package damage prior to use. The suitability of the femoral artery was confirmed by angiography, including insertion angle (30¿45 degrees), and the vessel diameter was verified to be equal to or greater than 5 mm. No calcium, plaque, stent, or significant stenosis (>50%) was present near the puncture site. The site had not been closed with any closure device or manual compression in the 30 days prior, and there was no evidence of hematoma, arteriovenous fistula, or pseudoaneurysm. There was no difficulty connecting the vascular sheath introducer with the exoseal vascular closure device (vcd). The exoseal vcd and the vascular sheath introducer were retracted together until pulsatile flow significantly slowed or stopped from the bleed-back indicator and until the indicator window turned solid black. The indicator wire cowling locked against the handle assembly with an audible click. Pulsatile flow was observed, and the physician did not have their thumb on the plug deployment button during retraction. No red color was observed in the indicator window. Upon removal, the indicator wire loop was deployed and showed no anomalies. The device will be returned for evaluation.